Event description:
A malfunction alarm was reported. The customer's blood glucose level was not adversely impacted and did not exceed 500 mg/dl. The customer successfully reset the pump and continued to use the pump for insulin therapy.